Manufacturer narrative:
Date of event was asked, but the dentist could only approximate a week before the patient notified him. The patient's weight was asked but unknown. The device is not available for evaluation. Once the investigation is completed, a supplemental report will be submitted.

Event description:
Redness and swollen were noted to be on the inside and outside of the lips. The patient experienced the reaction a week before notifying the dentist of the issue. The redness lasted a few days after the patient stopped using the device. There was no treatment required. It was not known what the patient used to clean the device with. Patient was reported to be doing ok.